Event description:
It was reported that during an a-fib procedure, the catheter had a fractured electrograms and artifact on pole #3. The catheter was exchanged and the case was completed with no injury. On (B)(4) 2012, the catheter was received in the laboratory for analysis and it was found that the device had a electrode ring #1 damaged (uplifted) making this event reportable dating (B)(6) 2012 as alert date.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring # 1 was damaged. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. Per the reported event, the catheter was tested on electrical and deflection characteristics and it passed specifications. The reported customer complaint could not be confirmed. For the damage ring, an internal corrective action was opened to address this issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.